Manufacturer narrative:
Corrected from previous report. Further review of the issue found the investigation did not find a detached component or piece that had broken off. This is no longer considered an MDR reportable issue. If additional information is received, the complaint file will be reassessed for reportability. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device did not function after five minutes of use.

Manufacturer narrative:
The involved sample was returned, and an evaluation confirmed the reported issue. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection of the disposable device revealed that the dissector had a cracked waveguide. The waveguide was inspected under magnification to identify the point of initial contact that caused the fracture and crack. Investigation personnel concluded that the titanium waveguide was in use when it fractured. Further investigation revealed that the waveguide was excessively torqued to the side during use causing it to come in contact with the clamping jaw while the device was activated. This contact caused the waveguide to crack. The investigation identified the root cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. Contact with metal objects during use will cause the active blade to crack and may eventually break off. The instruction for use also advises device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use, stating not to use the device if there are damaged components. Use with damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device did not function after five minutes of use. Examination of the received sample by medtronic found the waveguide had fractured and separated from the device.